Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 451 mg/dl. The customer treated with manual insulin injections. Troubleshooting was done. Troubleshooting was not completed because the customer did not have tubing clamps for the insulin pump. The tubing clamps for the insulin pump would be shipped to the customer. No additional information was provided.